Manufacturer narrative:
Only the purge sidearm was returned. A crack was observed on the yellow luer. Leak reproduction testing yielded leaking from only the yellow luer. No other damage or abnormalities were found. The cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate in the purge solution. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63 year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was leaking inside the sidearm retainer. There was no patient harm as a result of the issue.